Event description:
The customer reported via phone call that they experienced hypoglycaemia. Customer's current blood glucose was 53 mg/dl. The customer did not have any symptom of hypoglycaemia. Customer was assisted with troubleshooting. The customer was using the insulin pump within 48 hours of the high blood glucose event. Customer was treated with carb intake. The insulin pump will not return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.